Manufacturer narrative:
Na.

Event description:
The customer complained that routine quality control (qc) results were out of range for all tests run on measuring cell 1 of the elecsys e170 modular analytics immunoassay analyzer. Measuring cell 2 is not being affected. The customer provided erroneous results for 4 patient samples tested for testosterone (testosterone ii). The results were reported outside of the laboratory. The customer is not sure which results were correct between the original results and the repeat results. The repeat results were run on the same e170 analyzer. Patient sample 1 initial testosterone ii result was 427 ng/dl. The repeat result was 86 ng/dl. Patient sample 2 initial testosterone ii result was 245 ng/dl. The repeat result was 147 ng/dl. Patient sample 3 initial testosterone ii result was 797 ng/dl. The repeat result was 536 ng/dl. Patient sample 4 initial testosterone ii result was 104 ng/dl. The repeat result was 55 ng/dl. These patient samples, along with 11 other patient samples were then run at a sister laboratory on an e170 analyzer. The 4 patient sample results in question were corrected to those generated at the sister site. The repeat results for the eleven other patient samples tested for testosterone ii corresponded to the original results. Patient sample 1 repeat at the sister site was 82 ng/dl. Patient sample 2 repeat at the sister site was 139 ng/dl. Patient sample 3 repeat at the sister site was 499 ng/dl. Patient sample 4 repeat at the sister site was 53 ng/dl. Three other patient samples tested for either tsh or progesterone were also sent to the sister site and repeated on an e170 analyzer. Based on the data provided, the results for 2 patients tested for tsh were erroneous. The erroneous results had been reported outside of the laboratory. Once the repeat results were received from the sister site, the repeat results were reported outside of the laboratory as corrected results. Patient sample 5 initial tsh result was 2.01 (unit of measure not provided). The repeat result was 3.5. Patient sample 6 initial tsh result was 0.53 (unit of measure not provided). The repeat result was 0.9. No adverse event was reported for any patient. The testosterone ii reagent lot number was 13762705 with an expiration date of 06/30/2017. The tsh reagent lot number and expiration date was not provided. The field service engineer (fse) visited the customer site and identified contamination/blockage of the flow path through the measuring cell. The fse replaced the measuring cell and ran an assay performance test which passed. The customer ran calibration and qc with acceptable results. The data provided suggest an issue with the beads capturing due to contamination of the measuring cell. Investigation of the event determined the measuring cell issue identified by the fse was the root cause of the event.